Manufacturer narrative:
The date provided is an estimation of the when the event occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have been feeling sick ever since they had some tests done on their legs about a week prior to the report. This was reported as a sudden change. They were wondering if something got "messed up" with the gastric device. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was throwing up, losing weight, and had pain in their stomach. To resolve the sickness, the patient had to let it work itself; they were sick for 3 days and threw up the whole time and was very sick. No further complications were reported/anticipated.